Event description:
It was reported that 22 syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: during the inspection of batch number 8220711, syringe 50 ml of bd from USA, 22 syringes found with clearly visible particles and fliebers. There were many more syringes with particles but they were not big enough.

Manufacturer narrative:
Investigation summary: samples for this complaint were sent by the customer; however, we are unable to locate them at this time. Should they be located we will re-investigate. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined, and no corrective or preventative actions are proposed in the scope of this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 22 syringe 60 ml ll tip 1 ml 2 oz in 1/4 oz experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: during the inspection of batch number 8220711, syringe 50 ml of bd from USA, 22 syringes found with clearly visible particles and fibers. There were many more syringes with particles but they were not big enough.